Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated. It was noted that the patient was no longer feeling the stimulation. The patient underwent a paddle lead repositioning. It was noted that the patients lead had move again. The patient underwent another lead repositioning procedure wherein the lead was anchored well. The patient was doing well post operatively.